Event description:
Inner cannula broken off in tracheostomy tube, inner cannula replaced. Patient ventilated using snap lock cannula manually until correct replacement installed by respiratory therapy.